Event description:
In 2004 a physician was having a problem inserting ice rod through the template to the prostate of a patient. The nature of the insertion problem was not described. According to the physician's description, he was having difficulty using the needle and used extensive force. The physician determined at a certain point that when he hit the pelvic bone, the needle bent and was damaged (fractured). The patient was not injured. The physician used a replacement needle to complete the procedure. No serial number is available for the damaged needle, which is not available for investigation is ongoing, the company believes, based on the information received to date, that the event was due to user error. The physician was re-instructed in the proper insertion method of the needle.